Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that after performing previously recommended in-clinic isometrics and maneuvers, this device exhibited minute ventilation (mv) sensor signal over-sensing from the right atrial (ra) lead. Boston scientific technical services was contacted and recommended disabling the mv signal to resolve the event. Furthermore, continued monitored was recommended as there was variable pacing impedance measurements from the ra lead. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.